Manufacturer narrative:
Approximate age of device: 8 months. The device was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Additional information: the user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from intermacs registry stating: patient with recurrent hemolysis, admitted and lvad exchanged.

Manufacturer narrative:
The report of pump thrombosis and hemolysis was confirmed based on submitted photos and the evaluation of the returned pump. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 10 to 20 percent of the blood flow path. The thrombus ring appeared to form in laminated layers and also revealed areas of denaturation, indicating that the thrombus developed on the inlet bearing ball over an undetermined amount of time while the pump was operating. In addition, examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades, occluding a large portion of the blood flow path through the outlet stator. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup indicate that it was present while the pump was operating. Although a specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation, they were obstructing a significant portion of the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with dizziness and shortness of breath. Lactate dehydrogenase and plasma free hemoglobin levels were stable. Data log files reviewed by the manufacturer noted that pump parameters were stable. The source of the reported symptoms was not determined; the clinicians thought possible hemolysis, but lab values were all around baseline. The patient was discharged. On (B)(6) 2015, the patient presented with unspecified heart failure-like symptoms and dark urine. The patient received a pump exchange due to hemolysis and suspected pump thrombosis.